Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: component loosening - cup.